Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure had difficulty with night vision, felt like had bad astigmatism or something, sees multiple headlights of oncoming cars. Eyes get sore when in fluorescent lighting and headache. Iop was normal and retina was fine. Vision was 20/40 in right eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).